Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The v60 ventilator shut down during servicing (defoa) . There was no patient involvement.